Event description:
It was reported that solution leaked between the female connector of the device and the male connector of another manufacturer's extension tube while in use in the pediatric department. A crack was found on the female connector. No pt sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.